Event description:
It was reported through the patient outcome that the patient underwent a heart transplant. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no alarms or device related issues were reported by the account. Multiple attempts were made to obtain additional information regarding the reported event as well as the pump¿s serial number and return status; however, no further information was provided by the account and the pump has not been returned to date. If the heartmate 3 pump is returned at a later date, this investigation may be reopened to include the evaluation of the device. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. No device related issues were reported by the account. No further information was provided. The manufacturer is closing the file on this event.